Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the objective lens was confirmed. The cause of the damaged objective lens was attributed to physical stress such as dropping the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the bending angle in up direction did not meet the standard value due to wear of angle wire, the adhesive on the bending section cover was detached, chipped and cracked, the adhesive around objective lens was peeled, the up, down knob could not be locked securely due to wear of the forceps elevator lever, the paint on the air/water cylinder was peeled, the suction cover plate was unclear, and multiple parts of the scope had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the acoustic lens peeled through the adhesive. There were no reports of patient involvement.